Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable nh3l ammonia and crej2 creatinine jaffé gen.2 results on a cobas pro c 503 analytical unit. For sample a, the initial nh3 result was 167 mol/l. The repeat result was 53.5 mol/l. The sample was also run on a c501 instrument and the result was 52.8 mol/l. For sample b, the initial cre result was 229 mol/l. The repeat result was 113 mol/l. The sample was also run on a c501 instrument and the result was 108 mol/l. The initial results were not reported outside of the laboratory. The c501 results were deemed correct. The reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer found that a sample probe was dirty. The probe was replaced. The investigation found that a general reagent issue can be excluded. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.